Event description:
The target lesion was the proximal right coronary artery and it was de-novo lesion. Aha/acc classification of the vessel was type c. The lesion length was 38.0mm and the vessel diameter was 3.0mm. The procedure was an elective case. A 3.0 x 18mm cypher stent was implanted at 12 atm for 30 seconds. A 3.0x23mm cypher stent was implanted at 12 atm for 30 seconds proximal to the first cypher overlapping it. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. Over three years later, the pt complained of chest pain, and came to the hospital. He was diagnosed with unstable angina. The following day the pt's condition deteriorated. Coronary angiography was conducted and thrombus was observed in the implanted cypher stents. To treat the thrombus, aspiration and balloon angioplasty were conducted. Inflation pressure and time were unk. After the treatment for the thrombus was concluded, vessel flow was restored. Two weeks later the pt was discharged. Physician indicated that the possible cause of the thrombotic event was because another physician stopped the administration of aspirin because of a gastrointestinal hemorrhage.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 961099-2008-02300.